Event description:
It was reported that the customer had low blood glucose all day. The paramedics were called and left thirty minutes later after drinking juice to treat his low glucose. Troubleshooting was performed. It was stated that the customer experienced low blood glucose after changing the infusion set. It was stated that the customer was disconnected sometimes and connected at others. The time on the device was correct. The wife stated that the customer was disconnected for four hours and his glucose level still was low. Advised wife to disconnect the insulin pump until they can contact the endocrinologist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.